Manufacturer narrative:
D1. Brand name corrected. D4. Serial corrected.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 62 year old female patient with myocardial infaction cardiogenic shock had received venoarterial extracorporeal life support, ventilation support and three inotropes. Impella cp was inserted via the right femoral artery but kinked (near motor) after crossing the aortic valve, followed by suction alarms, while the patient was hemodynamically stabilized by the veno-arterial extracorporeal life support. Consequently, the impella cp was removed without replacement. The remaining status of the patient is unknown.